Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt intermittently failed functional testing. The cause for the failure was isolated to a nicked pulse wire in the cable connecting ECG "a&b" and the front therapy electrode pad shorting against the distribution node (dn) pca. The root cause for the nicked pulse wire could not be positively identified. No adverse event resulted from the defective belt.

Event description:
During evaluation of a non-reportable patient death, the patient's electrode belt intermittently failed functional testing.